Manufacturer narrative:
Case information including related patient information was not provided by the initial reporter. The device history record was reviewed and met all material specifications with no deviation identified. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system on (B)(6) 2018. The modified tx-6 and tx-8 cannulated driver broke during use. This is report 2 of 2 for the incident.